Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition had a broken eyepiece. The issue was found during preparation for use. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a bent outer tube, scope received without protective tube, fiber breakage and dents on the distal edge, cracked eye piece funnel, and a broken lens in the optical system. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the reported issue occurred due to excessive use or considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.